Event description:
During transfer of a pt from bed to wheelchair, the sling bar detaches from the qrh (quick release hook) and the pt drops down into the wheelchair. No injuries alleged. Two days later, they found a femur fracture on the left side and a surgery was performed.